Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2021 the user reported having heard a strange sound. In december 2021 the hearing with the device was no longer as good as it used to be. Re-implantation is considered.

Event description:
In september 2021 the user reported hearing strange sounds. In december 2021 the hearing with the device was no longer as good as it used to be. The user had been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.